Event description:
Pt on continuous insulin infusion noticed an increased blood glucose level. After attempting to infuse add'l insulin without restoring blood glucose control, she checked the subcutaneous catheter and found that the teflon cannula was missing. X-rays failed to locate the missing cannula. She is monitoring site.